Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, unexpected restart error test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, displacement accuracy test, download test, sensor test or verify basal rate anomaly/bolus anomaly due to motor error alarm. Unable to verify over delivery bolus anomaly due to motor error alarm. Insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed that the customer was going low, and their basal rates had changed without their input. The customer¿s blood glucose level was 57 mg/dl at the time of the incident. The customer used juice to treat the low. Troubleshooting was not completed. The insulin pump will be returned for analysis.